Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and it could not be inserted due to "physical anomalia". The sheath had folds at the tip, which do not belong there. Therefore, it was not possible for the doctor to advance the sheath from the right atrium (ra) to the left atrium (la) via the septum. There was no problem with vessels or the dilator. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.